Event description:
The pt was on bypass for less than 30 seconds at the time of change out. The initial arterial blood gas sample was measured at the venous sample site. Co recommendeds that arterial blood gas sample be measured at the arterial blood gas sample site. This gave the impression that the oxygenator was not performing properly.